Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the shell's box had a hole in the vacuum sealed packaging. An alternate device was used.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
There were pictures returned that show a hole in the vacuum seal of the inner package of the implant. The product was reported to be returned; however, the tracking number provided was not valid and the product could not be located. Therefore, no physical evaluation could be conducted. The device history records (dhrs) of lot 62375581 indicated the devices were manufactured and packaged to specifications.DHR shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. This device was used for treatment. This event occurred prior to implantation where a different device was used without delay; therefore, there was no patient risk. A complaint history search found there are no additional complaints for the product part/lot combination involved. A stock investigation was conducted and the one product remaining in stock was inspected and found to be acceptable. The remainder of the lot was fully distributed with no additional reported observations. The reported issue falls under the scope addressed in CAPA (B)(4). The CAPA is currently in the investigation process. Please reference CAPA (B)(4) for further information. Once root cause is identified, complaint will be reopened and assessed.